Event description:
Product surveillance contacted the home patient on (B)(6) 2012 in regards to a check heater line alarm and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies except for very tiny air bubbles throughout her heater cassette line. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device was not available for evaluation. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue was undetermined. A review of all batch record documents was performed with no issues noted during the manufacturing process.